Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) left 10 mm height catalog 42511000410 lot 62720265, femur cemented cruciate retaining (cr) narrow left size 6 catalog 42502006001 lot 62627530, palacos r+g 2x40 bone cement catalog 66017569 lot 80024408. It is unknown whether the product will not be returned to zimmer biomet for investigation, once additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision knee arthroplasty approximately four years post implantation due to pain and tibial loosening; the tibial component and articular surface were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
The reported event could not be confirmed. Visual examination of the provided pictures identified cement and bone on the surface of the base plate but the product was not returned for further visual examination and dimensional analysis. Radiographs were reviewed and showed no signs of wear, loosening, or radiolucency, with all hardware and bone appearing intact. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.